Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The unit will shut down with intermittent alarm. The key failure is the rexroth valve (4 way valve) is defective.

Manufacturer narrative:
This unit was evaluated and repaired by an independent repair center. (B)(4) 2015 - should additional information become available, a supplemental record will be filed.